Event description:
It was communicated from the site that they did not know the cause of the clock invalid event, but the patient was not symptomatic and there were no adverse impact to the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline power fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The first submitted system controller event log file contained data captured by system controller hsc-062721 from 04oct2021 at 22:31:12 to 07oct2021 at 15:50:53. On 07oct2021 at 13:50:57, a power a broken fault was observed, which resolved shortly afterwards. A second power a broken event occurred on 07oct2021 at 13:50:59, which resulted in driveline power fault alarm starting two seconds after. Power a broken faults occurred intermittently from 13:50:57 to 13:52:26 and from 14:28:20 to 14:28:37 on 07oct2021. The driveline power fault alarm was observed until the end of the log file. No interruption in pump function was observed. The pump appeared to operate as intended at the set speed. The first submitted system controller periodic log file contained data from 01oct2021 at 10:10:02 to 07oct2021 at 15:09:41, per the timestamps. The first 106 events were captured while the controller clock was corrupt, but the system clock was corrected by 01oct2021 at 10:10:02. Based on previous complaint experience, the corrupted clock is indicative of a total loss of power to the controller; however, a specific cause could not be conclusively determined through this evaluation. A specific duration of time for which the pump was stopped could not conclusively be determined. There were no other notable events or alarms captured in the log file. The pump operated as intended at the set speed. The account reported that the system controller and modular cable were exchanged on 07oct2021 (refer to system controller and modular cable investigations). The account reported that the driveline power fault returned during the equipment exchange, which was confirmed through evaluation of the second submitted log file. Review of the third submitted log file confirmed that no additional power a broken events were recorded. The account later reported clearing the alarm on 14oct2021, and the patient was advised to call the account if subsequent alarms occurred. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 2 states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge which shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 5entitled ¿alarms and troubleshooting,¿ outlines all system controller alarms as well as how to respond to each alarm condition. Section also contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ no further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Requested patient weight, awaiting response. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient dropped their system controller and had driveline fault alarms that occur afterward. Log files were sent in for review and technical services reported that they captured the driveline power faults. It was recommended to exchange the modular cable and system controller. The log file also captured the system controller clock was corrupt/ clock invalid events. They reported that those are usually caused by a total loss of power to the system which would also cause a pump stop. During the modular cable exchange, the ventricular assist device coordinator (vc) reported that the modular connection looked and felt "cruddy". The vc also noted that some residue may have fallen out while they performed the exchange. It was communicated that following the exchange, the log file from the new system controller and modular cable showed that the driveline power fault returned. It was communicated on 14oct2021 that a decision was made to clear/silence the activated alarms and to send the patient home with instructions to call if the alarms returned. Related manufacturer reference number: 2916596-2021-06271.